Manufacturer narrative:
(B)(4). The report number is (B)(4). The customer contact indicated they will not be returning the device for eval. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. The customer contact indicated that the batteries in the device were replaced and the device was returned to the clinical setting on (B)(4) 2010. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
User facility mandatory medwatch received that stated: "e321 malfunction of IV pump resulting in all three chambers of IV pump stopping from delivering medication. Pt receiving epinephrine, milrinone, propofol, and vasopressin through this IV pump. During e321 malfunction, pt's systolic blood pressure decreased to 85mmhg from 100mmhg while staff obtained and switched to another IV pump. Upon restarting IV drips, pt's blood pressure increased to baseline. IV pump taken out of service." Upon further query, the following info was provided. It was reported that after the reported event, the device was sent to the biomedical engineering dept. A review of the history was completed by the biomedical engineer. The biomedical engineer reported that during the event, the history indicated the device was operating on battery power and at 0412, all 3 channels alarmed for e321 (battery not charging). The customer contact stated that when the device as returned to the biomedical engineering dept, the batteries on all 3 channels were "completely charged." During testing at the user facility, while operating on battery power, at an unspecified rate, for 2 hours, the device alarmed with "warning low battery" alarm. Multiple unsuccessful attempts have been made to obtain add'l pt and event info.